Event description:
Product was delivered to our facility. Staff was putting the product away and noticed the color of the liquid was not as expected. The rapicide pa labeled at "b" looked to be the color of the "a" solution. The staff compared it to the "a" solution and an older bottle of "b" and found it was the same color as the "a". The "b" solution is a yellow haze color. Staff then tested the solution with reagent strips and the result was negative when it should have been positive. This leads us to believe the solution was mislabeled. Product not used. Will be returned to the manufacturer.